Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer is a nurse for the end user. She states the back is coming off .